Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and significant shallowing of the ac. The lens was exchanged for a longer length lens and problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H11 - manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event(s) following icl implantation. (B)(4).